Event description:
The pacemaker involved in this MDR report was implanted in 2006. During a routine follow up in 2008, the device was found in standby mode; it was re-initialized with the standard programmer version. In early 2009, it was in ddd mode on the same month, and again found in standby mode eleven days later. Therefore, the device was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.